Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected samples in plastic bd lithium heparin tubes with gel. The specimens were sampled from the primary tubes. Troponin I quality control (qc) was within specifications prior to and after the event. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the patient's sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02924.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami), for one patient on multiple samples involving unicel dxi 800 access immunoassay system. This is report number two of two. The elevated results were reproducible and did not correlate with the patient's clinical condition. The physicians questioned the results and suspected interference in the patient samples. The elevated results were released out of the laboratory. The patient underwent x-rays and extremity venous studies, and administration of procardia and nitroglycerin. The customer stated there was no report of patient injury. The customer supplied beckman coulter, inc. With the patient samples for further analysis.